Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 352 mg/dl. Customer was able to treat with the pump. Customer does not use the sensor feature on the pump. Insulin pump will need to be replaced. Customer declined sending her pump back. No additional information provided.